Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2012 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted due to stress urinary incontinence and pelvic organ prolapse . The patient experienced pain, erosion, extrusion, urinary problems, recurrence, bleeding and dyspareunia. The patient underwent mesh revision/removal on (B)(6) 2010 due to pain, bleeding, mesh erosion and incontinence. It was reported that on (B)(6) 2012, the patient underwent removal of previous mesh and implanted a new mesh for stress urinary incontinence and pelvic organ prolapse. (B)(4).

Manufacturer narrative:
It was reported that the patient underwent mesh revision on (B)(6) 2010 due to erosion. It was reported that the patient underwent mesh excision on (B)(6) 2012 due to erosion and sui. (B)(4).

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of three medwatches being submitted as three devices were involved in this event. See also medwatch 2210968-2013-06520 and 2210968-2013-06521 the same patient is represented in each medwatch.